Event description:
Surgeon responded to survey indicating that "only one dislocation of bipolar over head".

Event description:
Surgeon responded to survey indicating that "only one dislocation of bipolar over head".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information regarding this event was received via post market surveillance survey evaluation form. Specific event details are not available. Catalogue number unknown at this time. Information provided indicates that the catalogue number for the device involved in the reported event may have been either 690-00-xxx or 690-10-xxx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's dislocation. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
No device, medical records or lot information was provided. The event could not be confirmed. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.